Event description:
It was reported that the system displayed communication error message. The system failed to display live image. There is no report of death or serious injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The lemo connector and interconnect cable were evaluated and replaced. The system was tested and found to be working as intended and returned to service.